Manufacturer narrative:
The received device was downloaded and data downloaded from the device contained several timeouts during the run. Rotational sensor data indicates that the first open to close transition occurred early. Rotational sensor springs were found to be properly aligned. The ratchet gear was manually advanced and the device successfully deployed. Discontinuity was noted on the commutator cap. This led to first prime ending early. The device then registered the second prime sequence too early and the ratchet gear had not rotated enough to drop the firing flat and allow for the device to deploy. Battery voltage was measured and found to be lower than expected. A root cause for the reported event has been determined, no further investigation required.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.